Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2024, it was reported that patient faced that the infusion set was leaking from site, which caused the patient's blood glucose was elevated to 288 mg/dl. The set was in use for 2days. The patient replaced infusion set and resumed insulin successfully. No further information available.